Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically compressed. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the helix was compressed out of specification and the rv exposed coil was distorted at 60 and 61cm.

Event description:
It was reported that the right ventricular (rv) lead dislodged multiple times during implant and exhibited poor sensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.